Event description:
Noise was observed on the lead. High capture thresholds were also noted. The pace/sense portion of the lead was capped.

Event description:
On 2/19/2010, it was reported that the device presented with an alert stating, possible hv lead issue. The patient had presented several episodes of atrial fibrillation with ventricular response. In one episode, atp was delivered. When the atp therapies were exhausted, the device attempted to deliver a cardioversion shock. However, the stored egm shows that the charge was aborted due to a possible hv lead issue. The lead was explanted.

Manufacturer narrative:
No medwatch form was received.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. A partial lead was returned cut at 19.2cm from the connector pins. The distal part of lead containing the shock coils was not returned for evaluation.